Event description:
It is reported that the long spike broke off of the tibial spike arm while extracting the em tibial cutting guide assembly. The broken spike was then removed from the bone by hand.

Manufacturer narrative:
Evaluation: as returned, one of the spike arms has fractured at its base, likely due to stress concentration inherent in the design. In jan 2003, two 0.20 inch fillet radii were added to the bases of the two spikes in order to prevent reoccurrence of this failure. The part has a potential field age of approximately 8.5 yrs. Device history records indicate all components were manufactured and inspected to specification.